Manufacturer narrative:
Detailed analysis is being performed on this lead. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that during the initial implant of this lead, impedance measurements were high and out of range. Initially they were greater than 2000 ohms through the device, then when checked through the pacing system analyzer, they were greater than 2600 ohms. Additionally, the proximal coils appeared to have expanded while removing the lead from the introducer. The lead was not used, and another lead was successfully implanted in it's place without incident.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation confirmed that the complete lead was returned with set screw markings noted on the is-1 terminal, and both the distal and proximal hv terminal pins. The clear medical adhesive (ma) was torn/separated from the eptfe at the proximal end of the proximal spring electrode and the proximal spring is stretched at this point. The lead body was curled, and appeared to have been stuck at one point and then pulled with some force. There were cuts noted in the insulation at 280 and 287mm from the terminal pin. The cut at 287mm is not all the way through. Additionally, there were also cuts noted in the suture sleeve. Additional testing was conducted with a guidant model 3105 pacing system analyzer and diluted saline. The distal end of the lead was placed in the saline such that the electrodes were completely submerged. A bipolar paced impedance test was conducted at 5v in vvi mode. The result was a 360 ohm impedance measurement. A comparable lead (0175) had an impedance of 372 ohms. This testing further suggests that an anomaly with the lead itself did not contribute to the allegation of high impedance. Although we could not confirm high impedances,as the lead passed electrical testing. We could confirm that the lead showed a stretched proximal coil.